Event description:
Reporter alleged obtaining a discrepant blood glucose value of 285 mg/dl back to back with a result of 146 mg/dl when testing was performed within 10 minutes on the aviva system. Reporter stated that at a different time another comparative test of 320 mg/dl was performed back to back with a result of 150 mg/dl within 10 minutes on the same system. Reporter stated that he took 15 units of novolin based on the 320 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.